Event description:
It was reported that the ilet pump displayed sensor reconnecting and then sensor pairing messages with loss of glucose readings for approximately 30 minutes while used with a dexcom g7, after which a sensor failed alarm occurred and glucose readings resumed; the blood glucose was 238 mg/dl at the time of the call. Symptoms included hyperglycemia. Outcomes included temporary loss of cgm data transmission to the pump without hospitalization. Investigation included telephone-based troubleshooting and education regarding cgm alerts and signal reconnection. Investigation of this case revealed intermittent cgm signal loss between the dexcom g7 and the ilet followed by a sensor failure alert, consistent with known cgm communication interruption and transient sensor error. It was concluded, based on previously established findings for similar reports, that the cause was probable cgm communication disruption with subsequent sensor error, user instructed on monitoring and to call if alerts persist.